Event description:
Pt had foley inserted without difficulty. Obtained clear yellow urine but flow stopped. Unable to withdraw fluid from balloon. Pt sent to ultrasound and 22 g needle inserted into bladder to withdraw fluid from balloon. Foley removed.